Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair is able to be moved about an inch when the chair is turned off and the brakes engaged.